Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 501 mg/dl, treated with insulin pump and got an insulin flow blocked alarm. Customer declined troubleshooting for the alarm and high blood glucose. Insulin pump or reservoir will not be returning for analysis.